Manufacturer narrative:
The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, vyaire medical advised the customer that the unit should be calibrated and checked. The customer then confirmed that the issue with the device has been resolved by their biomedical department. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that when set to 85%, the avea ventilator unit read 78% and displayed an error message. The patient was on the unit, and while the patient was at 90%, the unit was reading 85%. Furthermore, the patient was transferred to another ventilator with no patient harm associated with the reported event.